Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The patient specific implant (psi) did not fit properly during a procedure on an unknown date. As a result, the surgeon had to extensively modify the implant to the point that it was unusable. Surgeon ended up using mesh to complete the surgery. The length of delay to surgery is unknown. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis.

Event description:
Surgery was delayed greater than 14 and less than 30 minutes.